Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. While the medical records indicate the patient experienced prolapse, in the (B)(6) 2013 procedure, the md decided to not remove the flat mesh as it was near the ureter and would be very difficult to excise and was asymptomatic. A manufacturing review was performed and found no anomalies. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2005 - the patient was diagnosed with third degree uterine prolapse with advanced pelvic relaxation. The patient underwent a total abdominal hysterectomy, bilateral salpingo-oophorectomy with implant of a davol flat mesh, sacrocolpopexy and burch suspension. On (B)(6) 2011 - the patient was diagnosed with a rectocele, enterocele complete vaginal vault prolapse and cystocele. The patient underwent a vaginal vault suspension, implant of a non bar /davol "pinnacle" mesh, posterior repair, enterocele repair and cystoscopy. No mention of any visualization or involvement of the previously implanted davol flat mesh. On (B)(6) 2013 - the patient was diagnosed with a complete vaginal prolapse and cystocele. The patient underwent a laparotomy with a sacrocolpopexy and implant of a non bard/davol coloplast mesh. A decision was made that the flat mesh would be left in place as it was near the ureter and would be very difficult to excise and was asymptomatic.